Manufacturer narrative:
This is a supplemental report to MFR. Report #:1219324-2016-00002 . The FDA registration number initially chosen was incorrect.

Event description:
The customer reported the display flickering on and off. No patient harm reported.